Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a scratched lcd display window. A damaged keypad overlay texture, a cracked battery tube case, cracked battery tube threads, a cracked and broken reservoir tube lip, a missing reservoir retainer, and a missing reservoir tube o-ring. Analysis was unable to perform the displacement test due to the missing retainer.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was 11.2 mmol/l. Troubleshooting for the retainer ring anomaly was performed. Customer advised the retainer ring was missing and the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.